Event description:
It was reported that the 9800 system displayed an "overload" message during fluoro. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Cleaned and regreased the high voltage cables. The system was tested and found to be working as intended and placed back into service.